Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, as there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was also characterized as moderately tortuous and moderately calcified, which may have contributed to the reported complaint. It is possible that the balloon interacted with the tortuous and calcified lesion upon inflation attempt such that it became damaged (scratched) and ruptured as a result, although this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified lesion in the proximal circumflex artery. The mini trek balloon ruptured during inflation. The procedure was completed using a non-abbott balloon and implanting a non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.